Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer relocated the external waste pumps, and when doing so the high concentration waste tubing became twisted and kinked underneath the alinity c processing module. The fsr was troubleshooting the leak and observed that the high concentrated waste tubing was gurgling. When removing the tubing to clean it, back pressure caused a spray/splash onto the face, neck, and clothes, which got underneath the glasses being worn. The fsr immediately went to the sink and washed his face and rinsed his eyes out in the eye wash. He states he was wearing proper personal protective equipment (ppe). No injury or treatment was received due to the splash exposure.